Manufacturer narrative:
Pro code (product code): dqy. Device eval by manufacturer: a visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test identified a pinhole in the balloon material approximately 1mm proximal of the tip. A visual examination of the balloon material, tip, and marker bands identified no issues which could potentially have contributed to this complaint. No damage or kinks were noted along the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07nov2022. An athletis 5.0mm x 100mm x 50cm was selected for use in the dialysis shunt percutaneous transluminal angioplasty (pta) procedure. The patient anatomy was reported to be severely calcified. During the procedure, the athletis was advanced to the target lesion, and upon initial dilation, contrast was observed to be leaking from the device. There was no visible damage to the balloon. The device was removed and replaced to complete the procedure. There were no reported adverse consequences to the patient. The athletis was returned for investigation. Device analysis revealed a pinhole rupture on the balloon.